Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. Boluses per day: 4. The indication for use was non-malignant pain. The patient reported that for the past couple weeks they have been having issues connecting to their pump to deliver a bolus. The patient stated the first go round it says searching for the pump settings and the second go around it says delivering bolus, but it doesn't deliver anything. The patient also stated it will go around again when it reaches the 0 mark which takes a long time to get stuck on. Agent walked the patient through clearing data and the patient confirmed they were able to connect to the pump a lot faster. The troubleshooting steps that were taken on the call resolved the issue.